Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. The battery cap contact was corroded. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was unable to turn and has tried to put in two batteries. The insulin pump had a blank display. Customer's blood glucose was 239 mg/dl. Customer was advised to disconnect from the device. The device had no signs of physical damage. It was not dropped, bumped, or exposed to moisture. Customer was not feeling well and was unable to continue troubleshooting. Stated she was feeling effects from procedures she had done the day prior to calling. Customer called back and stated the contacts were cleaned. No further information reported.